Manufacturer narrative:
This medwatch is for the compact plus system 2. (B)(6). Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 12 mg/dl, 36 mg/dl (compact plus system 1) and 65 mg/dl (compact plus system 2). Customer stated that he felt weak and shaky at the time of the readings, but was able to treat himself with orange juice with added sugar. No adverse event reported. Requested return of suspect device; however, strips are not available. Replacement was sent.